Event description:
It is reported that the pt was revised due to pain and dislocation. The surgeon found that there were several small pieces of polyethylene that appeared to be from the rim of the liner and the head had silver-gray discoloration.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.